Event description:
It was reported that a dexcom app crash occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the mobile device updated operating system which closed the app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)